Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: there was no unusual voltage fluctuations observed in the black box. There was no damage found to the battery cap; the battery cap secured to the pump with no issues. During testing, the ¿ez-prime¿ steps were performed correctly; all current readings were within specification. There was no overheating that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the power circuit or to the continued glucose monitoring module. The reported ¿temperature¿ complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temperature - no physical damage) issue. The reported issue was not resolved with troubleshooting. This complaint is reportable because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.